Event description:
My son is in college in (B)(6) and purchased what he thought was contact solution at (B)(6) called clear care. Big mistake. In the morning he was getting ready for school and put clear care directly on his contact and then his eye like he does every morning with saline solution! The pain he experienced was horrific. It was like putting acid in his eye. He missed two days of school and work and a visit to the eye doctor determined that he had burned his eye from this product because it contains 3% hydrogen. The doctor said she sees at least one pt every month with the same injury from this product. There was no warning label on the front of the product box to indicate not to put it directly in the eye or that said that it was not saline. The packaging is just like contact saline solution, that's why my son bought it. He had no idea it wasn't until it was too late. I would like to see this product packaging changed with a huge warning on the outside of that box. The link is an nbc report about this product. My question is what should this concerned mom do next? Thank you for your time. Http://www.nbcnews.com/health/health-news/eye-burns-linked-misuse-clear-care-contact-lens-cleaner-f815989. (B)(6). (B)(4).